Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 10 months post implant, it was reported that the pt was admitted on (B)(6) 2014 and the reason for admission is unk. The pt was treated with fluid resuscitation and intravenous antibiotics. On (B)(6) 2014, it was reported that the pt experienced a massive intracerebral hemorrhage and expired that day. The post mortem results revealed endocarditis. The cause of expiration was reported to be septic emboli. However, the hosp staff did not know whether the "vad caused endocarditis or if the pump became infecter after."

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft, outflow graft bend relief and outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Upon disassembly, visual examination of pump revealed tissue-like depositions admixed with loosely clotted blood within the sealed inflow conduit flex section, inlet elbow, the sealed outflow graft, and the outflow elbow. Evaluation of the pump¿s blood-contacting surfaces revealed similar depositions around the rotor and within the proximal side of the outlet stator. These unstructured depositions appeared consistent with poor surface washing due to a low flow state. Although a specific cause for the development of these depositions could not conclusively be determined through this evaluation, their lack of lamination and denaturation suggests that the observed depositions formed acutely. Upon removal of the observed depositions, the device was cleaned. The pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.